Manufacturer narrative:
No product was returned for evaluation. The customer reported that the device was removed from service due to age. Additional training was offered however, the customer confirmed that training was completed with the new unit and stated they would contact zoll if further questions arise. At this time, the claim will be reopened if the product is returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 67-year-old male patient, the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.